Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in s pinal fusion therapy for th9/sai fixation for lumbar kyphosis. It was reported that the during the final tightening the set screw could not be broken off, the device was stripped. There were no further complications or symptoms reported. Additional information was received via manufacturer representative that it is unknown whether there was an allegation with mdt set screw and it was disposed off.

Manufacturer narrative:
H3: product analysis of part (B)(4) , lot# 0949158w visual and optical inspection confirmed the threads of the domino appear to be stripped/damaged. The damage appears to be from misalignment and crossthreading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.